Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the hub separates from the device. The following information was provided by the initial reporter: according to the customer's report, during blood collection, the needle was separated from the holder.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.6 initial reporter e-mail: (B)(6). H.6 investigation summary: "material #: 368836. Lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hub-holder separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.